Event description:
The customer reported bellavista 1000 us alarms 401 - "inspiration valve or device leaky" during setup prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire medical asked the customer to provide screenshot of the adc screen and inspirational block valve test. Vyaire initiated a warranty replacement for a new inspiration block due to faulty pressure block sensor. The root cause was that a sensor long-term drift was not considered in the definition of the expected adc value range in software versions lower than v6.1 due to non-availability of that information. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.